Event description:
Boston scientific crm received information that during the implant of this device, signals were observed on the right atrial (ra) rate/sense and right ventricular (rv) rate/sense channels following defibrillation threshold testing and pocket closure. The odd signals were thought to be a result of air bubbles. It was reported that the implanting physician did not originally insert the wrench during the initial connection, to allow for escaping air from the seal plug. The boston scientific crm sales representative reported that the physician reopened the device pocket, disconnected and reconnected the leads, resulting in lead measurements within acceptable limits. A technical services (ts) consultant reviewed the electrogram strips and observed that there were several randomly timed atrial sensed events which appeared to be non-physiologic. No oversensing was observed on the ventricular electrogram. To date, no adverse patient effects were reported with this clinical observation. The device was later explanted for an unrelated observation and returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.